Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg value not provided). Customer declined to provide further information regarding the event and declined tandem technical support¿s offer to perform a system check.